Event description:
Hillrom received a report from the account stating that the lift sling bar came off during a patient transfer. There was no patient or user injury. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The viking l lift was manufactured and delivered to the customer with a fixed connection of the universal 450 slingbar. The lift and slingbar has after delivery been remodeled. The slingbar has been changed from fixed attachment to a quick release hook attachment towards the lift. The remodeling has been performed by a hillrom technician. The remodeling is an approved rebuild and is done by ordering the quick-release hook universal and assembled according to the assembly instruction that is included. Assembly instruction, 7nn160228 rev. 6, gives an instruction on how to assembly the quick release hook to the slingbar. The service technician did not follow the instructions. The nyloc nut included in the assembly set had not been tightened when the quick release hook was assembled. The customer had used the sling bar. The bolt holding the quick release hook to the slingbar had fallen off. This resulted in, that the quick release hook separated from the slingbar. Based on this information, no further action is required.